Event description:
Consumer complaint of about high blood results. Customer normal results between 120 and 140 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (224) and the lower normal result (120) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.